Event description:
A report was received that the patient was having difficulty charging the ipg. The physician suspected device malfunction. The patient will undergo an ipg replacement.

Event description:
A report was received that the patient was having difficulty charging the ipg. The physician suspected device malfunction. The patient will undergo an ipg replacement.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure during which, it was found that the ipg was flipped. The physician believed that the patient¿s regular exercise contributed to the ipg being flipped. The ipg was repositioned and patient was doing well postoperatively.